Event description:
It was reported that after wearing the pod for 72 hours, the site was raw, red, and irritated. The patient saw the general practitioner (gp) who prescribed a barrier cream (name unspecified).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.